Event description:
It was reported that a small volume folfusor leaked within the outer pouch. White powder residues were observed within the outer pouch. The device was filled with 4600mg of fluorouracil this occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the device also contained sodium chloride 0.9%. H4: the lot was manufactured september 7-11, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed white drug residue located inside the yellow bag that contained the device suggesting a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.